Event description:
Patient dislocated from previous altr revision. Doctor revised hip to trident constrained liner.

Manufacturer narrative:
An event regarding dislocation involving a trident acetabular liner was reported. The event was not confirmed. The device was not returned for inspection. A review of medical records was not performed as none were provided. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. No other events have been reported for the manufacturing lot. The root cause of the reported dislocation could not be determined without review of the patient's medical records, further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
Patient dislocated from previous altr revision. Doctor revised hip to trident constrained liner.